Event description:
It was reported that far r wave oversensing was observed via remote transmission. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.